Event description:
The data and information contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary information received by karl storz, who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any karl storz products were causally related to the incident. Doctor was performing a turp when part of the ceramic tip broke off in the patient during procedure. The piece broke into pieces. There was excessive blood; hospital contact stated that doctor did not know whether this was a result of procedure or was caused by broken pieces. Doctor flushed out all the pieces, completed procedure with no adverse effect on patient other than what was already noted. Patient post-op condition was good.